Event description:
It was reported the patient had open reduction internal fixation (orif) of right distal humerus on (B)(6) 2014. Reportedly the patient began lifting weights and an x-ray taken on (B)(6) 2014 showed non-union, no displacement, broken screws and delayed healing was noted. The patient did not experience any pain and revision surgery was performed on (B)(6) 2014. Shafts of six broken screws were left in the patient and all the broken screw heads were removed. In addition one plate and six screws were removed intact. The revision surgery was done for non-union repair with iliac crest autograph. The procedure was completed successfully without any delay and the patient was reported to be doing fine. This report is for the second of the six broken screws. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.